Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The patient called alleging that the meter displayed a "not ok" message when the test strip was inserted into the meter. The technique was done correctly and meter displayed the "not ok" message. Ccr had the patient clean the meter and issue still persisted. Patient contacted a medical professional for advice and did not receive any treatment. Customer service was unable to resolve the issue and sent the patient a new meter. This case is being reported as a malfunction, since the "not ok" message was not resolved.